Event description:
The vta assembly, all gaskets, and lead screw were replaced. Prior to the vta replacement the dealer fe completed a backlash test measurement as an indicator of wear between the elevation nut and lead screw. This measurement was 0.051" which is within the acceptable range of .000" to .057" for no action needed related to continued use of the system. All vta testing and mechanical calibration was performed. All testing and physicist inspection passed. A review of the system complaint history showed no recurring similar events.

Event description:
It was reported by a dealer field engineer that while on site the customer reported having problems with their dimensions system. After inspection it was determined there were metal filings from the lead screw and c-arm brake assemblies possibly caused by lack of maintenance. This site was previously serviced by another dealer. Grease was applied to the lead screw. Replacement of the vta assembly was recommended. As of today this investigation is still in progress. No patient or user impact was reported.